Manufacturer narrative:
On 11/06/2008 the explanted devices have been returned to the MFR for analysis, which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
The deep brain stimulator, lead and extension were explanted due to infection (causative organism unk). Pt symptoms included redness and swelling at the device implant site of the chest, neck and head. The pt outcome was not reported. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.